Event description:
The rn checked the icp on rvd and noted the water level at 0 cm. The order was for the water to be at 5 cm. The md was notified and the icp and evd output was monitored. No harm to the pt.